Event description:
Per wife, legacy sn (B)(4) are giving error messages. One is giving error code 1836 and the other is giving service due alarm. Advised the service due pump is still functioning and can be used until new pump are sent out for delivery tomorrow. No interruption in therapy, no adverse events related. Shipping 2 new pumps for tomorrow, spontaneous call. Reported to (B)(6) by pt/caregiver.